Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the pump¿s display lens was scratched and unreadable. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 03/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings:visual inspection revealed that the display screen was severely scratched but was legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.